Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and customer stated that no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, technical support provided pump reset instructions, and customer planned to call back to complete reset when charging cable was available. Cts ultimately walked caller through pump reset. Malfunction did not recur thereafter. The customer was advised to continue using the pump.